Manufacturer narrative:
(B)(4) - failure to follow steps. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the deployment button was depressed, however the clip could not be released out of the device. The device was removed from the patient's groin without problems. Hemostasis was achieved by manual compression. There were no reported adverse patient effects. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed and the vessel locator wings were in the open position. Internal observation revealed the catch and the trigger pin were in the pre-deployment position which confirms the clip had not been deployed. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.